Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported a leak from the red blood cell (rbc) bath of the lh750 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found a leak at the sweep flow line to the rbc bath. The tube was stretched at the fitting and allowed fluid from the rbc bath to leak. Fse replaced the tubing and verified the repairs per the established procedures.